Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir leaked into the insulin pump. Blood glucose level at the time of the incident was 399 mg/dl. The customer confirmed that liquid was visible in the reservoir compartment. Customer stated that insulin may have leaked past the o-rings. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.